Event description:
Revised a mitch cup and exeter stem, because of pain and the hip joint, elevated blood indicators and a symptomatic ultrasound.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mac-9988-5864, lot # fm071066, description: std mitch trh cp sz 58/64, MFR: depuy cat # mmh-9988-0458, lot # fm067629, description: mitch trh md hd sz 58-4, MFR: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.